Manufacturer narrative:
The guide wire was received at csi for analysis. Visual examination confirmed the fracture on the core shaft, near the proximal solder bond. Scanning electron microscopy analysis revealed rotational damage on the spring tip coil, which is consistent with the guide wire coming into contact with the spinning oad driveshaft. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed due to the guide wire coming into contact with the spinning oad driveshaft. The root cause was determined to be user error. The diamondback coronary orbital atherectomy system instructions for use warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
After orbital atherectomy was performed with the diamondback coronary orbital atherectomy device (oad), the oad was removed via glideassist mode. When the oad was pulled out of the patient's body, the viperwire guide wire moved backwards, and came into contact with the oad. The guide wire spring tip fractured, and the fragment was retrieved with the use of a snare device. The procedure was completed with balloon angioplasty, and the patient was in good condition following the procedure.